Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular (rv) lead and the unexpected delivery of a ventricular tachyarrhythmia therapy. It was noted there were 25 episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016, along with 53034 ventricular sics since last session 17.079 hours ago. The analyst commented there was lead noise leading to inappropriate shock.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited a spike in impedance values, increased sensing integrity counts (sic) and non-sustained ventricular tachycardia (vt) episodes. A lead fracture is suspected. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.